Event description:
It was reported that the surgeon trialed a +0 head and was too long, used a -4 head and worked fine. No delay in surgery or effect to case.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated that there have been no other events for the reported lot for this issue. The exact cause of the event could not be determined because limited information was provided. (B)(4).